Event description:
Pt had syncopal episode. Found the ventricular lead was not functioning. New lead inserted. Md felt that there was insulation problem with lead. Rptr was not aware of lead change until rptr received letter from co.